Event description:
A seven year-old pt has experienced four instances of peritoneal catheter fracture, just below the level of the shunt valve. (Medwath report numbers 2021898-1998-00003, -00073, -00074, -00075.)

Manufacturer narrative:
Device evaluation: three catheters were returned (MFR. Report numbers 2021898-1998-00003, -00073, -00074). The catheters were not identified. Therefore, it was not possible to determine the date of fracture for each catheter. All were fractured at the same location (at the valve connection). One catheter was approximately 70cm long, one was approximately 45cm long, and the third was approximately 90cm long. The 90cm catheter appeared to have been connected to the returned valve. Crystalline material observed along the 90cm catheter. Proteinaceous material was observed on the tips of the 70cm and 45cm catheters. Proteinaceous material was also observed on the exterior of the valve and sheeting. There appears to be a mark caused by suture on the tubing still attached to the outlet connector. None of the fractures observed were clean; they all had jagged edges. The 90cm catheter appeared to be occluded with proteinaceous material about halfway along its length. All three catheters met medtronic ps medical performance specifications for tensile strength and ultimate elongation. The fracture was most likely caused by placement within the pt.